Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked and intermittently responsive, with effort required to operate it, and a replacement device was arranged. Symptoms included no adverse clinical effects, and blood glucose management was reportedly unaffected as the user planned to revert to backup therapy if needed. Outcomes included temporary interruption of normal device use and transition to backup therapy and continued cgm use as necessary. Investigation included verification of shipping and return logistics, user education on shutdown procedures to prevent further alerts, guidance to sync data to the mobile app prior to return, and counseling that device data would not transfer and that startup would be required on the replacement. Investigation of this case revealed a damaged display component preventing reliable interaction, consistent with a physical damage issue to the user interface hardware without associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or external impact, not related to device malfunction.